Manufacturer narrative:
Insulin pump powered up properly after battery installation. No missing segments, partial display, or display anomaly noted. All buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The display is working properly. The scratch on the lcd display window hampered reading the display. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's buttons were sticking and the screen was scratched. The screen was a little hazy. The customer noticed that he had to press the esc button a couple of times before it engaged. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.